Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, amenorrhea and ovarian cyst (left). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("extreme pelvic pain / pain"), menorrhagia ("abnormal heavy menstrual bleeding"), depression ("depression/depressed"), anxiety ("anxious"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent unilateral salpingectomy and underwent unilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, weight increased and abdominal pain had not resolved and the menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: these symptoms continued and caused plaintiff to be anxious and depressed. She will be required to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: pfs and medical record received : events- "abnormal bleeding (general), device breakage, fatigue, perforation (fallopian tube(s)), weight gain, abdominal pain", reporter, lot number, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B71762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea and ovarian cyst (left). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("extreme pelvic pain / pain"), menorrhagia ("abnormal heavy menstrual bleeding"), depression ("depression/depressed"), anxiety ("anxious"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent unilateral salpingectomy and underwent unilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, weight increased and abdominal pain had not resolved and the menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: these symptoms continued and caused plaintiff to be anxious and depressed. She will be required to have the essure device removed. Discrepency in start date of essure as reported 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.